Event description:
Boston scientific crm received info that this dextrus atrial lead was removed from service due to dislodgement. A new lead was successfully implanted. No adverse pt effects were reported.